Event description:
The customer alleged via a note on the ventilator that stated alarms not working. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the ventilators alarms malfunctioned, and no malfunction may have occurred. The note has not clarified or verified by hosp staff. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.